Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4). Device not returned.

Event description:
The reporter indicated the surgeon implanted a 13.7mm vicmo13.7, -07.00 diopter implantable collamer lens in the patient's right eye on (B)(6) 2016. Excessive vault with significant reduction of indo-corneal angles was observed. The lens was explanted and exchanged for a smaller length lens with a similar diopter size on (B)(6) 2016. This resolved the problem. Last visit on (B)(6) 2016, ucva: 20/32.

Manufacturer narrative:
(B)(4). Work order search-no additional similar complaint event within associated lots was found. (B)(4).

Manufacturer narrative:
Device evaluation: the lens was returned dry in a lens case/ vial and had clear surgical residue on the lens product. Visual inspection found the lens haptic bent and deformed. (B)(4).